Manufacturer narrative:
Returned was an intact, circular explanted mesh. The returned device was visually and manually examined. There was what appeared to be a small amount of neoperitoneum covering a small section of the eptfe layer of the device with some adipose tissue attached to the neoperitoneum and to tissue on the mesh side of the device. There was a substantial amount of tissue ingrowth on the mesh side of the device. The device was manually examined; no evidence of recoil ring ends protruding through either side of the device were observed and there were no breaks or imperfections in the recoil ring noted. Based on sample evaluation, it has been determined the returned device is a medium ventralex mesh, not a recalled composix kugel mesh as reported by the user facility. Based on sample evaluation, no bard mesh device failure has occurred. We have contacted the initial reporter to request additional information regarding the product identifiers and reason for explant. This MDR includes all, patient, event and device's information davol has received to date.

Event description:
Mesh was sent to davol by facility risk manager, who believes this mesh is part of the composix kugel recall. This mesh had been retained at the facility. Unknown explant date or reason for explant. No additional information is available.